Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. (B)(4).

Event description:
The customer reported via phone call that the reservoir has air bubbles. The customer's blood glucose was 150 mg/dl at the time of incident. The reservoir will not be returned for analysis.